Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 770 mg/dl and a moderate ketone level. The suspected cause of the high bg was due to ignoring multiple low insulin alerts and empty cartridge alarms that functioned as intended. Customer delivered a correction bolus to initially address bg. The customer was subsequently admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.